Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump touch screen was unreadable. Reportedly, the screen was grey which blocked graphics and text. Customer¿s blood glucose level ranged between 55-60 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.